Event description:
Reference number (B)(4). Event occurred in the united states on 30-august-2024, patient faced tubing detachment from hub infusion set. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available